Event description:
It was reported it was ¿not possible to communicate¿ with the patient¿s implantable neurostimulator (ins) while using a physician programmer. It was stated the ins had experienced a ¿suspected¿ overdischarge and a power on reset (por) at the time of report. It was noted a physician mode recharge (pmr) was planned, but had not yet been attempted at the time of report. It was reported the patient had previously underwent a surgical procedure for mammary removal and had experienced the communication issue and a return of tremor symptoms ¿since this procedure.¿ it was stated the patient experienced ¿less than 50% therapy relief¿ at an ¿unknown location¿ at the time of report. It was also stated the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Correction: please note the implant date initially reported has been indicated to be incorrect per the follow-up information. An exact implant date is unavailable at the time of this report however. Please also note the device serial number has been updated at this time.

Event description:
Additional information reported the device was explanted on (B)(6) 2014. It was noted the device had been implanted "about two years ago" at the time of follow-up. Additional information stated a manufacturer representative (mr) attempted to use a physician programmer with the ins prior to explant and found that "no telemetry was possible." It was further stated the mr did not know if it was an overdischarge or a different issue at the time of follow-up. As initially reported, it was noted the patient experienced suspension of their tremor symptom relief as a result of the event. It was reported that following the replacement of the patient's device, the patient was "ok" and was "receiving effective therapy."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis: analysis of the implantable neurostimulator (ins) found the ¿internal condition was similar to a normally discharged cell.¿ it was noted ¿no failure mechanisms were identified.¿ it was stated that visual inspection found no anomalies. It was verified the ins had ¿no output¿ at the time of analysis. It was reported through analysis that the ins had reached normal end of life with no telemetry and no output.